Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the displacement test, rewind, prime or seating test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Device received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received no delivery alarm and was damaged. The customer¿s blood glucose level was rising 190 mg/dl. The customer states the alarm occurred due to the reservoir not stating locked in to the pump. The customer reports event was resolved by changing complete set. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. However, declined to troubleshoot for high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.